Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device could not be turned on with the returned pad-pak. This fault was attributed to the pad-pak being depleted beyond any use. Further investigation revealed that the cells measured were severely depleted, which would indicate the depletion had been due to an external load. No fault was identified with the AED that would have resulted in the depletion of a pad-pak, and the investigation was unable to verify the storage conditions of the pad-pak, therefore the root cause of its depletion could not be confirmed.

Event description:
The distributor contacted heartsine to report that their device was failing to power on. Failure to power on device may lead to a delay in defibrillation, which could lead to an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Failure to power on device may lead to a delay in defibrillation, which could lead to an adverse event. No patient involvement.